Manufacturer narrative:
The phacoemulsification handpiece was not returned for evaluation. The phacoemulsification handpiece manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided and no phacoemulsification handpiece received for evaluation, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a surgery, the handpiece became hot. Procedure details and patient impact have not been provided. Additional information received clarified that the handpiece became hot during a cataract surgery. The surgery completed by using a back up handpiece. The event caused one minute delay in surgery. There was no harm to the patient.